Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2025-00019. A facility reported a microsensor basic kit (ID: 626631) was placed in the operative room, the patient was transferred to the intensive care unit (ICU). The ICU staff was never able to retrieve data. The direct link monitor and sensor never displayed a green active light and the connection to the patient monitor was not showing up either. No activity from the sensor via the directlink and patient monitor, therefore, the sensor was explanted.

Event description:
N/a.

Manufacturer narrative:
The microsensor (ID (B)(6)) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to incorrect set-up of the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.